Manufacturer narrative:
The device is not available to the manufacturer as the fractured portioned of the subject device was left inside the patient's vasculature.

Event description:
It was reported that a stent assisted coiling procedure was performed in a patient with left ica ( internal carotid artery) c5 (segment) aneurysm. During the procedure, when the physician insert the subject coil into the aneurysm, after half of the subject coil was filled into the aneurysm, a fractured loop of the subject coil dropped out of the aneurysm. So the physician deployed a stent to support and continued to fill the subject coil. Later when the physician attempted to detach the subject coil using a power supply system, he found that the subject coil was not detached. The physician replaced the power supply system for three times to detach the subject coil but was still not able to detach the subject coil. Therefore the physician decided to retrieve the subject coil and found that the subject coil was fractured and the fractured part of the subject coil remained inside the patients vascular anatomy. The physician used a guidewire to push the fractured subject coil back into the aneurysm, during this adjustment, the tip of the microcatheter migrated out of the aneurysm and the fracture subject coil was taken to the vessel as well. The physician deployed another stent to press the fractured subject coil against the vessel wall. The subject coil was replaced and the physician continued to fill the aneurysm. The procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The device was not returned and therefore the as reported cannot be confirmed. The as reported 'main coil broken/fractured during use', 'main coil migration', 'main coil failed/unable to detach', 'un-retrieved device fragments' will be assigned undeterminable. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that a stent assisted coiling procedure was performed in a patient with left ica ( internal carotid artery) c5 (segment) aneurysm. During the procedure, when the physician insert the subject coil into the aneurysm, after half of the subject coil was filled into the aneurysm, a fractured loop of the subject coil dropped out of the aneurysm. So the physician deployed a stent to support and continued to fill the subject coil. Later when the physician attempted to detach the subject coil using a power supply system, he found that the subject coil was not detached. The physician replaced the power supply system for three times to detach the subject coil but was still not able to detach the subject coil. Therefore the physician decided to retrieve the subject coil and found that the subject coil was fractured and the fractured part of the subject coil remained inside the patients vascular anatomy. The physician used a guidewire to push the fractured subject coil back into the aneurysm, during this adjustment, the tip of the microcatheter migrated out of the aneurysm and the fracture subject coil was taken to the vessel as well. The physician deployed another stent to press the fractured subject coil against the vessel wall. The subject coil was replaced and the physician continued to fill the aneurysm. The procedure was completed successfully.